Manufacturer narrative:
The insulin pump was received with no button response due to keypad connector unlocked. Unable to verify pump error alarms due to unresponsive keypad. No unexpected button error alarm noted. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completedno conclusion can be drawn at this time.

Event description:
The customer reported via phone call, the buttons on the insulin pump were not responding and it continued to alarm unexpected restart and external flash error. Customer did not recall his blood glucose as issues have been reoccurring since (B)(6)2017. Customer stated the esc button has to be pressed really hard in order for it to respond. Customer does not recall any significant events that may have caused the keypad issues. Customer was unable to check if time was advancing as the insulin pump continued to reset to the factory settings. The unexpected alarm was occurring during normal use of the device. Customer was unable to perform the self test as the device is not responding. The customer was advised to discontinue use of the device, revert to back up plan, and the device would be replaced. The device is returning for analysis.